Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
This supplemental report pertains to iol serial number, (B)(4). Corrected data: in the initial MDR, it was noted that the lens was available for investigation. In further review of the file, the lens was actually discarded. Device evaluation: the product testing could not be performed as the product is discarded. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). All pertinent information available to (B)(4). Has been submitted.

Event description:
It was reported that model pcb00v tecnis monofocal iol (intraocular lens) was observed scratched and the surface was rough. As a result, lens was cut, removed and replaced with the back-up lens. The corners of lens was also scraped. Procedure was completed successfully and there was no patient injury. No additional information provided. The doctor reported two events, same issue. This report pertains to serial number (B)(4).